Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the battery charger would not charge the test battery packs. Upon evaluation, there was contamination on the battery board. The cause of the inability to charge the battery packs is contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger would not charge the battery packs.